Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and topical skin adhesive was used. During use the doctor had a piece of glass poke through the adhesive pen, which was a small injury. Iodine was put directly on it and covered. There was no medical or surgical intervention required. No diagnostic test performed or required. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Iodine was put directly on it and covered. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? None needed. What is the status of the surgeon injury today? He is fine, wasn¿t upset, but wanted to report issue. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No, broke easily like usual. Was the ampoule crushed repeatedly? No, glass broke through plastic upon initial crack. Can you identify the lot number of the product that was used? Rmbecr. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Yes, damaged pen shipped back. Evaluation: product sample received. A picture of the sample was received for analysis. Upon visual inspection of the picture, a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. According to the photo, the complaint is confirmed. Product sample received, however analysis not yet completed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H3: evaluation: product sample received. The analysis results found that the device was returned. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.